Event description:
It was reported that during a bronchoscopy procedure, after the biopsies were completed, a fragment of the biopsy valve fell off into the patient's bronchus. The broken fragment was successfully retrieved using a grasping forceps. The procedure was delayed but the exact time was unknown; it was thought to be less than 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. It was confirmed that cap (hole) of biopsy valve was damaged and that the fallen piece fit the damaged cap of the biopsy valve. Further, the model mb-358 biopsy valve was used for bf-p290 videoscope which is incompatible (misuse). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the valve damage was caused by impact being applied by forcibly inserting forceps or inserting it suddenly while the cap was on. The event can be detected/prevented by following the instructions for use: bf-p290* IFU operation manual ¿chapter 3 preparation and inspection 3.4 inspection of accessories_3.5 attaching accessories to the endoscope_3.8 inspection of the endoscopic system¿. ¿chapter 4 operation: 4.3 using endotherapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.